Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "brown/rust colored mark on the inside of the tube that the bag was spiked through" was observed on a prismasate bag prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a rust colored stain inside the bag tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identify of the stain was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.